Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d5, d9, f7, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-apr-2022 to 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly failed to launch the application, got struck on blue screen. A technical support specialist analyzed and found that device data error due to an operating system patch was not compatible with the database encryption software. Technical support specialist uninstalled the knowledge base, configured customer managed mode, and rebooted to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly failed to launch the application, got struck on blue screen. Customer also stated that this was the only cabinet in their emergency room with supplies. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device data error due to an operating system patch was not compatible with the data base encryption software. A technical support specialist uninstalled the knowledge base, configured customer managed mode and rebooted to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly failed to lauch the application, stucking on blue screen. Customer stated this was the only cabinet in their emergency room with supplies. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.